Manufacturer narrative:
Review of x-rays by MFR revealed that the strain relief appeared to be inadequate per cyberonics labeling recommendations. A device malfunction is suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that a systems diagnostics test at a routine office visit resulted in high lead impedance indicating a possible lead problem. The pt had an increase in seizure activity, below pre-vns baseline, since the last office visit. The reporter indicated that the believed cause of the increase in seizures could be due to a decreased in medication or the device not delivering the intended therapy. Review of x-rays by MFR revealed that the strain relief bend appeared to be inadequate per cyberonics labeling recommendations. Revision surgery is scheduled. No serious injury was reported.